Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. An anterior curve watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. A difficult transseptal puncture was noted with two puncture sites and septum balloon dilation. At the end of the procedure a slightly increased over baseline pericardial effusion was noted in the left and right ventricles. A pericardiocentesis was performed and removed 300 cc of fluid. The patient made a full recovery and was discharged with no further issue.